Manufacturer narrative:
One ha coated tapered screw vent implant was returned for inspection. The implant shows large signs of wear at the collar, and is confirmed to be fractured and chipped. The internal drive feature is confirmed to contain the reported fractured screw which could not be removed. The alleged complaint is therefore confirmed. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: tapered screw-vent® implant system 5161, rev. 3/12. Instructions for use for tapered screw-vent®, advent® and trabecular metal¿ implants 4869 rev 7-01/16. Breakage: implant and abutment fractures can occur when applied loads exceed the normal functional design tolerances of the implant components. Potential overloading conditions may result from significant bone loss (e.g. >3mm), deficiencies in implant numbers, lengths and/or diameters to adequately support a restoration, excessive cantilever length, incomplete abutment seating, abutment angles greater than 30 degrees, occlusal interferences causing excessive lateral forces, patient parafunction (e.g. Bruxing clenching), loss or changes in dentition or functionality, improper casting procedures, inadequate prosthesis fit, and physical trauma. Additional treatment may be necessary when any of the above conditions are present to reduce the possibility of breakage. A root cause for the complaint could not be determined.

Manufacturer narrative:
Implant which was removed due to fractured screw was returned on sept 13, 2017.

Event description:
Clinician reported general dentist was torquing down abutment and the internal screw (mhlas) fractured. The doctor was unable to remove the screw and the implant was removed. Tooth location #19.